Event description:
Prior to start of procedure writer placed yellowfins on bed, then the dr. Placed the pt legs in the yellowfins. The yellowfin with pt's right leg became detached at approximately 1831 as the dr. Was adjusting the yellowfin position. The yellowfin came free from the clamp on the bed despite the clamp having been secured tightly, and the clamp was still remaining on the bed. The yellowfin was immediately reattached to the bed and both were secured and visualized.